Event description:
A distributing customer reported that an electromechanical ambulatory infusion pump malfunctioned during testing. The testing was conducted by the customer's quality assurance department. The pump's "door-open alarm" did not alert when the door was opened. This malfunction could potentially result in a free-flow of drug if an open door was undetected during use. There was no pt involvement in this event.